Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by the manufacturer's technical services representative. A clamshell repair kit was installed and all tests passed after the repair. The heartmate ii left ventricular assist system instruction for use (IFU) and patient handbook address how to care for the driveline. The IFU also address damage due to wear and fatigue of the driveline. Additionally, the separation of the driveline's silicone sleeve has been investigated by the manufacturer and the issue addressed through the corrective and preventive action process. The device remains implanted and the patient remains on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's driveline had a separation of the distal relief at the metal connector. A clamshell repair kit was installed by the manufacturer's technical services representative. No further information was provided.